Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the pp+ wire were detached inside the ECG 'b'. The cause for the incoming test failure is the open wires. The wires connect the cables between ECG 'a' and 'b' and ECG 'b' and the distribution node. The root cause of the open wires cannot be positively identified but is likely excessive force placed on either of the cables. No adverse event resulted from the open wires. The last patient to use this belt did not report any deficiencies.